Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a slight headache and shaking. As a result, the customer received a sandwich and a lucozige drink provided by a non-healthcare professional as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, observed broken plug corner and one dspc-20 issue cloned for the same. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a new unused reader and performed linearity test. Low and high glucose results were successfully activated. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a slight headache and shaking. As a result, the customer received a sandwich and a lucozige drink provided by a non-healthcare professional as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.